Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported: "low display does not work anymore." No known impact or consequence to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. External inspection showed broken kit plastic. During testing, the unit was able to power on using batteries; however showed incomplete segments on the display. The failure was isolated to the instrument board. The instrument board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.